Event description:
Account reported that a patient had a stereotactic biopsy. After deploying the clip, there was resistance and part of the gel mark ultra applicator tip broke off in the patient's breast. Physician was a new user of the product. Subsequent information from the user facility stated that the patient has cancer. Tip will be removed when lumpectomy is performed. There was no patient adverse effect.